Event description:
It was reported that the patient implanted with an inflatable penile prosthesis presented with fluid loss, which was confirmed by the physician in a revision surgery to be due to a nonfunctional pump. The device was explanted and replaced. There were no further patient complications.